Manufacturer narrative:
The results of the investigation are inconclusive since the screw was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were noted.

Event description:
It was reported the 8 hole dorsolateral radius plate (part number 70-0075) failed post-operatively approximately 13 weeks after the primary surgery. It was also reported post-operative office visit x-rays show the plate to be intact.; however, subsequent office visit films showed the failure of the plate resulting in non-union. Follow up was conducted which determined the patient had reported being compliant with post-op instructions. A revision procedure was performed on (B)(6) 2022 to explant the fractured plate and explant the screws and replace with competitor product. The current status of the patient is unknown. Additionally, the batch/lot number(s) of the implanted screws, except one screw, were unknown, and only the plate involved in this event was returned for evaluation. The event date (when plate fracture occurred) is unknown. The event date provided in this report is an estimate based on the information provided. This report is related to report number 3025141-2022-00080 for the plate involved in this event and report numbers 3025141-2022-00081, 3025141-2022-00082, 3025141-2022-00083, 3025141-2022-00084, 3025141-2022-00085, and 3025141-2022-00086 which are for the other screws involved in this event.